Manufacturer narrative:
Product event summary: the full lead was returned, analyzed andanalysis was performed and no anomalies were found.

Event description:
It was reported that the patient felt "thumping" in the chest. Device interrogation revealed finding consistent with atrial and ventricular leads dislodgement. It was noted this was a case of twiddler's syndrome. Both atrial and ventricular leads were explanted and replaced. The patient was enrolled is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 459888 implantable pacing lead implanted: 2013 (B)(6). (B)(4).